Event description:
The customer reported that the patient was treated with an incorrect isocenter in the y-direction.

Manufacturer narrative:
H4: manufacturing date is not on the label, but it is known so field h4 has been completed with this information. The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Manufacturer narrative:
H2 updated, h6 updated, h11 updated. The investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported that the patient was treated with an incorrect isocenter in the y-direction. In-house testing was performed using the provided treatment plan, computerised tomography (CT) scan, and structure set (ss) which were imported into mosaiq. The imported isocenter values matched the expected co-ordinates in the reference structure set/isocenter of site setup. Based on the treatment event data, it appears that site setup was created manually by a user and no isocenter values were entered. A plan for the patient was later imported by another user. The pre-existing site setup was edited with x:0, y: 3, z: -8 isocenter values. The entry of y: 3 instead of y: -3 for the isocenter is due to use error. The patient received treatment using the incorrect isocenter (y: 3) for all five fractions. Elekta physics have assessed this as a serious radiation overdose. Mosaiq did not have any malfunction and was working as designed and intended. The findings of our investigation have been formally communicated to the customer via email.